Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neuro stimulator (ins) received shocks without the ins being on and without increasing the voltage. This occurred when the patient was close to the tv or other electronic equipment, the patient received strong energy shocks in the inferior extremities. The device was explanted. Add'l info has been requested and if received a f/u report will be sent.